Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for intractable spasticity. The pump was used to deliver unknown baclofen. Dose and concentration information was not reported. It was reported that the hcp had noticed multiple stalls "in the last few months" with the patient's pump. The patient did not have magnetic resonance imaging (MRI) around the time of the stalls. The first stall was on (B)(6) 2024, the hcp noticed one stall on (B)(6) 2024 and one stall on (B)(6) 2024. They were "fairly short duration (approximately one hour)". The hcp did not think that the stalls were due to magnetic interaction, however the patient did have some electronic devices including a speaker nearby but, per the reporter, the speaker was approximately 18 inches away from the pump. The hcp planned to advise the patient's caregivers regarding keeping devices with magnets away from the pump in case that was the issue. Additional information received on (B)(6) 2024 indicated that the stall on (B)(6) 2024 occurred at 9:41am and recovered at 10:38am. The stall on (B)(6) 2024 occurred at 8:07pm and recovered at 8:54pm. The stall on (B)(6) 2024 occurred at 9:30am and recovered at 10:23am. Per the reporter, "chances are he uses electronics". The provider was notified of the motor stalls. The patient had oral baclofen on hand if another motor stall should occur. The reporter had not read the pump since the refill on (B)(6) 2024 and no further stalls had occurred to their kn owledge. It was noted that the pump elective replacement indicator (eri) was due to occur in (B)(6) 2025. There were no further interventions planned in relation to the motor stalls.